Manufacturer narrative:
Per good faith effort response it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A third party multi vendor/clinical engineering department" has handled the service call/incident. It was confirmed that the gas delivery system was replaced, and the equipment returned to normal use. No injuries. No additional details were able to be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that during the process of medical staff in the department giving patients assisted ventilation with a respirator, the respirator reported a fault in the intake of carbon dioxide. The staff immediately switched to another respirator for the patient, and the respiratory support proceeded smoothly. The department contacted the equipment engineer for on-site inspection, and after inspection, it was determined that the air sensor of the respirator was faulty. An air sensor needs to be purchased for replacement. This incident did not directly harm the patient. The investigation is ongoing.